Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 144-145 mg/dl. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.